Event description:
It was reported that the thread got broken. A flexima drainage catheter was selected for use. During preparation, it was noted that the thread was broken upon setting the device. The procedure was completed with another of same device. No complications were reported, and patient was in good condition post procedure.